Manufacturer narrative:
Patient's weight, event date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information unknown. If additional information becomes available a supplemental report will be submitted. Date received by MFR - not applicable. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), during clinical procedure, components could not be separated. Driver got stuck to implant.